Manufacturer narrative:
One newport ht50 ventilator was received for failure analysis. The reported symptom could not be duplicated. The customer was contacted for further information regarding the failure of the device. The biomed stated that respiratory therapist alleged that the ventilator stopped operating while on the patient. She allowed the device to ventilate on the customer settings for approximately 1 day and could not duplicate the reported symptom. No further information was provided. The unit under testing (uut) was powered up and had the following incoming settings: tidal volume (vt) = 0.50 l, peep = 5 cm h20, respiratory rate (f) = 16 bpm, inspiratory time (ti) = 1.0 s, max paw alarm = 55 cm h20, min paw alarm = 9 cm h20. While connected to alternate current (ac), the device was allowed to ventilate for approximately 7 days. Throughout the duration of ventilation, no failure was observed. No fault was found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure investigation is underway, once the investigation is complete, a supplement medwatch report with the findings will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht50 ventilator had shutdown. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.